Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).

Event description:
It was reported that during a device check, the patient's implantable pulse generator (ipg) had a battery voltage of 2.71 v with an estimated average longevity of 16 months left on the battery. The physician noted that the ipg battery depleted more rapidly than expected based on prior longevity estimates and sub-1 thresholds on both atrial and ventricular leads. Several months after the device check, an interrogation on the ipg revealed rrt had been reached approximately a month prior to the interrogation and the battery voltage was at 2.63 v. It was further noted that a few days prior to the device interrogation the patient had been hospitalized for congestive heart failure exacerbation to which the early rrt and switch to vvi 65 mode may have contributed according to the physician. After the interrogation, a generator change was scheduled to occur. The patient later returned and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.